Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. Patient started a new pod that morning and began noticing blood glucose levels at or above 200 mg/dl. While at work, patient administered multiple correction boluses without improvement. The patient returned home, administered another correction bolus and started to feel tired and exhausted, so therefore took a nap. When the patient woke up, they began experiencing symptoms of dizziness, severe vomiting, blurry vision and severe dehydration. The patient had been wearing the pod between 24 and 36 hours on the abdomen. The patient called an ambulance and was transported to the emergency room, where they were diagnosed with dka and admitted to the ICU. The patient's blood glucose levels whilst at hospital had reached greater than 600 mg/dl. The patient was treated with intravenous fluids and insulin drip. The patient was discharged four days later on (B)(6) 2026. The patient applied a new pod once discharged.